Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon evaluation, there was contamination on the rear response button switch. The cause of the non- functional response buttons is an intermittent switch. The cause of the intermittent switch is contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.